Manufacturer narrative:
The balloon from the returned device was inflated with water and pressure was maintained and the inflation indicator performed per specification. The review of the lhr (lot f1414311) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. There is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended per instructions for use (IFU). See MDR 3004939290-2014-00978 for the second device.

Event description:
The following information was reported: attempted to deploy two mx6721's following bilateral groin access procedure, one on each side. First balloon lost pressure between tip of the sheath and arteriotomy. Used a second mx6721 on this access site successfully. The other balloon ruptured on the other side at the arteriotomy and the sheath was pulled out form the patient. Converted to manual compression for approximately 15 minutes on this site with no further complications. The patient was not hospitalized.